Event description:
Importer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(6). The ventilator was investigated on site by our field service engineer (fse). No fault was found with the ventilator, all tests passed and no parts were replaced. Our fse found that a filter was used on the inspiratory side. When the inspiratory filter was removed, the issue with the 1-3 cmh2o pressure spikes at the end of inspiration disappeared. The filter was not manufactured or distributed by us. Evaluation of the received device logs show that pre-use check prior to and after the event was successfully. There is no entry in the technical log to indicate a technical failure in the ventilator. After the user had removed the filter from the inspiratory side no further issues have been reported and the ventilator has been returned back into clinical use.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that pressure spikes were noted. There was no patient involvement. (B)(4).